Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the emitter for the navigation system was replaced. The system then passed the system checkout and was found to be fully functional. The emitter was returned to the manufacturer for evaluation. Testing found a fault on one coil of the unit. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
Medtronic received information that, while in a catheter placement procedure, the navigation system emitter would not track. It was noted that the electromagnetic interface box displayed an error code. Emitters were swapped and functionality was restored. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.